Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor unpaired from the ilet and would not re-pair for approximately 45 minutes, after which the user was instructed to toggle the cgm setting from g7 to g6 and back to g7 and to allow additional time for reconnection. Symptoms included no reported clinical symptoms and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote technical troubleshooting and user education regarding cgm pairing. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 with no receiver connected, with successful re-pairing expected following the configuration toggle and wait period. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and transient connectivity issues.